Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Insulin pump passed the dat test at 0.08735 inches. The device received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube and battery tube threads. The device received with minor scratched display window and case. The device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose while hospitalized on (B)(6) 2018 with blood glucose of over 600 mg/dl to 40 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced high symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was completed but did not resolve the issue. Customer also reported pump physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 40 mg/dl was on (B)(6) 2018 after treating for the high blood glucose level.